Event description:
The customer claims that the unit has no power and a broken led display. There was no pt injury reported. Eval for the returned product shows that the unit powered on. There is no alarm sound when the pressure is taken off the sensor.

Manufacturer narrative:
(B) (4). Led broken. Eval, results - eval for the returned product shows that the unit powered on. The lcd display is dim. When the sensor pressure is applied the alarm stops sounding. When the pressure is taken off the sensor there's no alarm sound and the lcd display goes blank. (B) (4).